Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and upon troubleshooting the architect c8000 analyzer observed bubbles within the probe wash pump bellows and replaced them. The parts appeared to be worn from normal use and were determined to be the cause of the customer's issue. Subsequent instrument operations were acceptable. Returns were available from the customer site, which were determined not to be the likely cause of the customer issue and therefore were not required for this evaluation. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The architect system operations manual and the architect c8000 system service and support manual both contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). (B)(4).

Event description:
The customer reports discrepant clinical chemistry calcium assay results being generated on an architect c8000 analyzer, serial number (B)(4), in their lab when compared to another architect c8000 analyzer in their lab, serial number (B)(4). The following was provided: sid (B)(6): sn (B)(4) = 0.59 mmol/l; sn (B)(4) = 2.37 mmol/l. Sid (B)(6): sn (B)(4) = 1.27 mmol/l; sn (B)(4) = 2.00 mmol/l. Sid (B)(6): sn (B)(4) = 0.88 mmol/l; sn (B)(4) = 1.90 mmol/l. A service call was initiated. No suspect results were reported from the lab. There is no report of any adverse impact to patient management.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.